Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient, (B)(6), with a history of hypertension, underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained near the bifurcation via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel to be approximately 8mm. Following the procedure, the physician who is a trained user, chose the mynxgrip vascular closure device 6f/7f for closure. Allegedly, the patient went to the hospital (B)(6) days post procedure ((B)(6) 2012), with complaint of pain. The patient was injected thrombin due to a pseudoaneurysm. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.